Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service for the ventilator was requested by the user facility. Investigation was performed by an unauthorized third party service provider. No ventilator logs have been provided and information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low air supply pressure. There was no patient harm. Manufacturer's ref.: (B)(4).